Event description:
On 13th may 2025, rayner received notification from a us healthcare professional of an event that occurred during use of a rayone galaxy rao605g. The event description provided states that posterior capsule rupture occurred. Note: rayone galaxy study subject (B)(6).

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that posterior capsule rupture occurred during iol implantation. The device was explanted and exchanged during the original surgery session. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not available for return to rayner. The rayner rayone preloaded iol injection system use risk analysis identifies plunger advanced too quickly and forcing jammed plunger during iol insertion as possible causes of "capsule rupture". Our review of production records for the rayone galaxy rao605g batch 064244168 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. There is insufficient evidence and information available to determine the root cause of the event.